Event description:
See error message database on the sc7000: x10mon. Doc and after reloading sw: x10mon1.doc. No pulse tone and no alarm tone, turn on/off and tone is ok. The machine was in the doctor's office on 7/25/00 but was used before on kion.